Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables and power sources. Reportedly, the usb port appeared damaged. The customer's blood glucose (bg) was 200 mg/dl. Reportedly, the customer contacted the healthcare provider for alternate insulin therapy.